Event description:
Pt reported that their one touch basic original meter kept displaying two dashes when the meter was turned on and is unable to test. This issue was not resolved with troubleshooting. Medical affairs specialist called and left a message for the pt in 03/2004. Pt did not respond to that call. Per the initial information provided by the pt. They were feeling lightheaded and shaky. They were tested on another meter with a result of 260 mg/dl. Pt had not tried testing on their meter at that time. Unknown what treatment, if any, was given to the pt. A replacement meter was sent to the pt. A letter is also sent to try and contact the pt to obtain further clinical information.